Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 244 (mg/dl) despite changing out the cartridge and infusion set prior to contacting tandem technical support. A bolus via the pump was delivered to address bg level. During troubleshooting, the customer observed air bubbles in the infusion set tubing. The customer successfully primed the air bubbles out of the tubing. Reportedly, the customer forgot to perform the fill cannula step after changing out the infusion set site twice the day of the report. A recommendation was made for the customer to discuss elevated bg levels with a healthcare provider.